Event description:
The test kits I received in the mail from the FDA (orange and white) clearly marked as made in china were incomplete. Two kits, four tests and no reagent included. They were useless. Reference report #: mw5163327.